Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed user advisory 17 (max motor on time exceeded during active operation) and user advisory 07 (discrepancy between load 1 and load 2 too large). The crew stopped using the autopulse platform and reverted to manual CPR. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 17 (max motor on-time exceeded during active operation) was confirmed in the archive data but was not confirmed during functional testing. The reported complaint that the autopulse platform displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was not confirmed in the archive data or functional testing. No device malfunction was found during the testing, and the autopulse platform functioned as intended. A review of the archive data showed multiple ua17 advisory messages around the reported event date, confirming the reported complaint. User advisory 17 is normally a clearable advisory message and is triggered when the motor is on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed functional testing without any fault or error. The drivetrain motor brake gap was inspected, and it was verified that the brake gap was within the specification. Furthermore, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. No malfunction was found, and the reported complaint was not replicated during testing.